Event description:
3m received info that an unk number of elderly pts experienced blisters and hematomas in the axilla as well as skin tears on the upper portion of the shoulder following shoulder arthroscopy and shoulder replacement procedure when using the steri-drape 1015 surgical drape. Pts were treated with triple antibiotic ointment. The number of pts affected and the size of the skin tears were not documented. Both the steri-drape 1010 and the steri-drape 1015 surgical drapes have been used to wall off the non-sterile areas prior to these types of surgeries. It was also noted that the facility uses both duraprep and chloraprep prior to draping the pt with the steri-drape 1015 surgical drape. A 3m surgical product representative provided suggested methods for draping as well as the name of another 3m product to be used in conjunction with the surgical drape that may help protect pts with more fragile skin.

Manufacturer narrative:
Pt info was not available. No other adverse pt effects were reported. Several attempts to obtain additional info regarding the specific surgical skin prep and surgical drape lot number were made by 3m. If additional info is received, a follow-up report will be submitted. A product lot number was not provided. Device expiration date cannot be determined. Product was not returned. No evaluation could be performed.